Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was exposed to an MRI in (B)(6). Ran a fixed prime test and the test failed. Advised the customer revert to back up plan. The customer¿s most recent glucose reading was 375 mg/dl. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.